Event description:
While receiveing 5 fu IV continuous infusion the pt c/o wetness (r) side of abdomen. IV site assessed without evidence of leakage or swelling. IV tubing assessend and noted to be leaking at the filter which appeared to have a chip. The 5 fu was stopped and all ports clamped. Chemo spill kit used. Pt denied c/o pain or swelling, no drainage. Pt's skin washed and dried, gown changed. Chemo spill protocol followed.